Event description:
Procedure: anterior resection. According to the reporter: after closing the jaw, the stapler trigger was pulled once without any problem. The instrument would not fire further and the surgeon was not able to finish the resection. The procedure was converted to open.